Event description:
Lasik surgery on 2001 with dr. (B)(6). Experienced 'dry-eye' soon after surgery but was told it was temporary and normal. Around a year later, went back in to discuss dry-eye specifically and was told it was a neurological issue and, conveniently enough, there was a neurologist in the same building. I don't remember if I went to see the neurologist or not. I have, to this date, never been relieved of my dry-eye symptoms. Pain, blinking, special foam-edged glasses (for motorcycling) event when I'm not on my motorcycle. The problem comes and goes, but is present the majority of the time. This has definitely been debilitating at times. Date of event below is not filled in because I don't know the exact date and this form only allows me to go back to 2005. Dr. (B)(6).